Event description:
The customer returned samples from a previous complaint and enclosed a letter stating "pt has had complaints relating to leaks." No other info (type of leak, fluid that leaked, amount of leak) was provided. The sample was returned.